Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent incisional hernia repair surgery on (B)(6) 2011 and mesh was implanted. Additional information was reported that the patient had removal surgery on (B)(6) 2013 during which the surgeon noted ¿the intra-abdominal adhesions including small-bowel adhesions, colonic adhesions, omental adhesions were lysed from the anterior abdominal wall as well as the mesh.¿ no additional information is provided.